Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01249.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to prior combination of deep vein thrombosis (dvt) and pulmonary embolism (pe) preoperatively for hip surgery. Patient is alleging tilt, vena cava perforation, organ perforation (mesenteric). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "filter device is present within the inferior vena cava. The anchor struts extend beyond the confines of the wall of the ivc however no penetration of adjacent vital structures is identified. The tip of the ivc filter is positioned at approximately the level of the renal veins. No abnormal tilt is present. No strut fracture is identified. No identifiable stenosis of the inferior vena cava is present.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.